Event description:
In early 2008, it was reported to boston scientific corp that a segura hemisphere stone retrieval basket was used during a ureteroscopy with stone removal procedure on a pt (sex, age and weight are unk) occurring on the same day. During the procedure, approx half inch of the sheath of the segura hemisphere stone retrieval basket detached while inside the pt. The fragment of the sheath was found in the right ureter by the physician using fluoroscopy. The physician was able to retrieve the fragment of the sheath using another basket. According to the risk manager, "the procedure time was a bit prolonged." The patient is fine and the procedure was successful.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted related to this failure mode. A lot history search was performed and found no other complaints have been reported from this lot. The december 2007 15-month segura hemi basket complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted. Customer complaint not confirmed. Device was not returned for investigation; however, the most likely root cause for the split sheath is handling damage to the end of the sheath causing the sheath separation.